Event description:
A customer's daughter reported that due to not having their freestyle freedom meter properly calibrated, her mother, the user of the meter, received an inaccurately high reading and self-dosed with insulin off that reading, which resulted in loss of consciousness. The paramedics were called and treated the customer with "something in a tube" and she was also given some food. According to the caller, paramedics didn't transport her to a hosp, but later the customer's friend took her to a local hosp where she got diagnosed with hypoglycemia and treated with unk intravenous solution. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. The customer did not calibrate her meter for test strips in use. Since this is a use error, the investigation of the product is not required.